Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, multiple attempts to interrogate the device were conducted but an internal message persistently appears on the programmer indicating an internal software error. Technical support was contacted but the cause of the event could not be determined if it was due to the programmer or the device. No intervention has been performed at this time. The patient experienced no consequences and will continue to be monitored.